Manufacturer narrative:
This report is submitted on july 24, 2019, by cochlear ltd.

Event description:
Recipient reported that her abutment fell out in year 2018 (date on reported) due to a chronic infection. Additional information has been requested but has not been made available as of the date of this report, july 24, 2019.